Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by repeated external mechanical impacts, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. Other damages found during investigation are attributable to the removal surgery. This is a combined initial and final report.

Event description:
During routine appointment, testing showed some affected channels. The patient's family did not report any specific accident or trauma. The patient has been re-implanted.

Manufacturer narrative:
Additional investigation performed on the device (x-ray imaging) confirmed failure due to damage of the active electrode under silicone overmold due to excessive mechanical stress. The location and shape of the damage suggest a failure due to single mechanical impact. Other damages found during investigation are attributable to the removal surgery.

Event description:
During routine appointment, testing showed some affected channels. The patient's family did not report any specific accident or trauma. The patient has been re-implanted.